Event description:
Pt being prepared for surgery. Anesthesia failed twice. Dr. Said it was a good cvs drip, but after giving medications the pt could still move legs and feel the cold of the bed. After the second try, dr. Intubated pt with an laryngeal mask airway. The rest of the surgery went fine. This same problem occurred in the past (3-4 mo ago) with the same vendor. Surgery will discontinue business with this vendor.